Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "door jammed" alarms were confirmed through an event history log review. The cause was undetermined. If any additional information is received a follow up will be sent. The input/output printed circuit board assembly was replaced.

Event description:
During the evaluation of a returned spectrum infusion pump, 1 occurrence of "door jammed" alarms were identified in the event history log. Any pt injury or medical intervention is unk since these items were found during evaluation of the device. No additional information is available.